Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient reported experiencing elevated blood glucose level up to 33 mmol/l. Patient stated he called the hospital for advice regarding the elevated blood glucose level; was instructed to given an 18 unit bolus of insulin. Patient reported after that his bg level went down to 24 mmol/l and slowly went down to normal (between 4 mmol/l and 10 mmol/l). Patient alleges the elevated blood glucose level is due to inaccurate insulin delivery by the infusion device. No adverse event was reported. Product was replaced and requested return of the alleged infusion device for evaluation.